Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported malfunction. The fse opened the back cover and cleaned the cable joints. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit screen color was not normal . There was no patient involvement.